Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control for preventive maintenance on their device. Upon initial evaluation, physio-control observed that the device had logged an error code in the device's memory. The error code logged is indicative of a failure of the device to function in AED mode and paddles lead ECG being inoperative. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.